Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. No error which related to customer reported problem was found in pump history. During analysis, the reported issue was able to be duplicated. Stop button on keypad was found intermittently stuck during syringe delivery test. Non-OEM keypad does not operate as intended (non-OEM keypad was build with non-OEM top case as a whole assembly).service replaced top case due to non-OEM top case and keypad was found on device. Performed pm maintenance and all functional testing.

Event description:
It was reported that the pump was locking up when they try to run a syringe through